Manufacturer narrative:
After several follow-up attempts, collagen matrix, inc. Was not able to obtain additional product identification information such as product trade name, reference number or UDI code. As a result a comprehensive investigation could not be performed. A follow-up MDR will be filed if additional product information becomes available to collagen matrix, inc.

Event description:
In regards to an unidentified duramatrix product, the clinician stated that "on revision/cranioplasty it appears that nothing was left on the brain" the product doesn't appear to help maintain the brain/galea/pericranium plane. Clinicians are concerned that such events may result in prolonged hospital stays if the surgeries are more difficult if there is not a clear plane to dissect onto. To date, no patient adverse events have been reported to collagen matrix, inc. As part of this incident.